Event description:
The customer observed a falsely depressed sodium (na) result generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 136 to 145 mmol/l): sample ID (B)(6) initial result = 120 mmol/l, repeat results on another analyzer ac01145 = 136 mmol/l, 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium (na) result generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 136 to 145 mmol/l): sample ID (B)(6) initial result = 120 mmol/l, repeat results on another analyzer (B)(6) = 136 mmol/l, 137 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Service reviewed the instrument logs, and although a definitive cause could not be determined, the alinity c processing module serial number (B)(6), was considered the likely cause for the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.